Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through full functional testing and ECG stress testing without duplicating the report. The defib receptacle was inspected and found signs of fretting. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. A replacement multifunction cable was also sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.